Event description:
The customer reported that the system would produce an x-ray without user input. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply and the power signal interface board were replaced. The system was tested and operates as intended.